Manufacturer narrative:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had recently exhibited noisy signals as seen on the electrogram (egm). During the lead revision procedure, the physician attempted to extract the lead, however was not able to retrieve the whole lead. The helix of the lead remains imbedded in the patient's heart wall. The rest of the lead was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
--